Event description:
The account reported the left side rail would not latch. The stretcher was located in the ER at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the ratchet rivets that secure the end tube to the top of the side rail were missing, preventing the left side rail from latching. The most likely cause of the missing ratchet rivets is force such as the side rail being ran into an object during transport. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008 through 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the left side rail ratchet rivets to resolve the issue. Based on this information, no further action is required.